Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent l 3/4, 4/5 olif surgery. The cage had been inserted obliquely towards posterior vertebral foramen and the patient complained a burning pain in the right limb. During psf the patient was informed that the protrusion of posterior annulus fibrosus may cause the pain.